Manufacturer narrative:
Testing of actual/suspected device (10/213) during a service repair the getinge field service engineer (fse) discovered the front end board cable to the diagnostic port damaged by the chassis, to fix the issue he replaced the the front end board cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is university of (B)(6) medical center the initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that while servicing a unit, the getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) observed the front end board cable to the diagnostic port damaged by the chassis. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that while servicing a unit, the getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) observed the front end board cable to the diagnostic port damaged by the chassis. The event took place during use on patient and there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected field: b5, d5, e2, e3, g2, h6 (health effect ¿ impact codes). Additional information: contact person: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) identified blood in the crm, safety disk, blood detect line, to the purge manifold. Identified blood on the balloon transducer. No blood identified past the purge manifold, the fll manifold, fll lines, or the drive manifold. Identified nothing unusual in the logs, attached for reference. Logs however showed no blood detected alarm. Getinge field service engineer (fse) reproduced the issue and replaced the parts listed (single transducer, purge valve assembly, tubing, safety disk, assy crm). Replaced suspect solenoid driver board, given the lack of blood detected alarm. Front end board cable to diagnostic port damaged by chassis. Replaced aforementioned cable. Installed 5000hr pm kit, at the 5k hours interval. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There is no patient harm and event occurred.